Manufacturer narrative:
(B)(6).

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After the was was inserted, a minimal pericardial effusion was noted. The procedure continued; however, the effusion became hemodynamically relevant and the case was stopped. There was a build-up of fluid around the heart and the patient's blood pressure dropped. A pericardiocentesis was performed and 200ml of fluid was drained. The effusion was most likely caused by the transseptal puncture which was repeated three times. The patient was noted to be stable post-procedure and has fully recovered. The patient has been discharged.